Event description:
Consumer reports low readings on their paradigm link meter when compared to a lab reading. Analysis run on clark error grid using reported lab reading (277) as ref. Point vs. Bd readings of 154 yielded data points in the d range of the grid, outside acceptable ranges.